Event description:
It was reported that oversensing of noise was observed. Noise could not be reproduced with provocation. The lead will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.